Event description:
Patient specific implant (psi) project coordinator was advised by consultant that a psi did not fit well. No further information was provided by project coordinator concerning patient / procedure outcome or status. It is not known if implant was or will be remade for the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The DHR review shows this device being machined and etched on 07/09/2013. This device was inspected, ultrasonically cleaned and delivered to the brw plant on 07/09/2013. No ncrs were generated during this process. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A review of the related models for (B)(4) shows no reason for fit issues. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: date of event was reported. 07/16/2013. As date of event and implant date is same, the implant date is also added 07/16/2013.

Event description:
This is report 1 of 1 for complaint (B)(4).